Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated this unit and found helium leak at helium yoke. The stm cleaned and reapplied teflon tape. The stm also replaced the helium assembly as service goodwill. A full calibration and functional check has been performed per the factory calibration procedures. The iabp passed all functional and safety test and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.